Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation and deformations of the outer coil which occurred most likely during the explantation procedure. Blood penetrated the lead in the cut areas. During further analysis the insulation at the proximal end of the lead was found pulled off what occured most likely due to pulling forces during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - boston scientific received information that during a follow up out of range low pacing impedances were noted as well as loss of capture. The lead was explanted and will be returned. No adverse patient effects were reported. The lead will be returned. Upon return and analysis this investigation will be updated.